Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen. The product was evaluated. An external visual inspection was performed and failed due to the sensor wire being detached. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.